Event description:
It was reported that the patient presented with hemoglobin 6 g/dl status post, 2 units of blood transfusion now at base of 8 g/dl where he's been since (B)(6) 2020. There was concern for gastrointestinal bleed as guaiac was positive and patient reported abdominal pain with malaise for past 6 weeks; however, patient has hemorrhoids that are chronic and he hasn't noticed melena or blood in his stool.

Event description:
It was reported that the patient was discharged after 6 days of hospitalization.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.